Event description:
It was reported by the surgeon that "the long 2.5 drill for use through the plate screw inserter is prone to breakage (have already broken 2 of these)."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. H3 other text : device will not be returned